Event description:
A customer from (B)(6) notified biomérieux of a potential (B)(6) of a (B)(6) strain associated with vitek®2 ast-p652 test kit (ref. 421857). The customer reported observing (B)(6) of the impacted strain from a patient isolate on a (B)(6) plate and reported that the pbp2 test (B)(6) the presence of a (B)(6) strain. Vitek 2 susceptibility testing was performed with the ast-p652 card and provided a result of (B)(6). The customer retested the strain, this time testing colonies isolated from a saide plate (media not validated for using with the vitek 2 card), incubation time 48h at 37°c with the impacted lot of vitek 2 ast-p652 card and obtained (B)(6). When the customer performed a retest of the strain from cos media (validated media for the vitek 2 card), vitek 2 obtained the same (B)(6) result. (B)(6) and cefoxitin screen test were both (B)(6). Due to the discrepant test results, pcr testing was done and confirmed (B)(6). The customer stated that no wrong results were reported to a physician and that there was no incorrect treatment provided or patient harm due to the discrepant result. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An investigation was performed due to a discrepant cefoxitin screen test (oxsf) and oxacillin results for a staphylococcus aureus with vitek® 2 v7.01 software and the ast-p652 card. The presence of a (B)(4) strain was confirmed by pcr meca (B)(6) and kirby bauer cefoxitin (fox kb) resistant. The reference method (agar dilution for oxacillin (ox) gave susceptible results (ox mic value = 2 mg/l s). Tests performed on the ast-p652 card and the vitek 2 v7.01 system (aes parameters : global european based + phenotypic) included: two ast-p652 cards (one from customer lot # 8020515203 (cl) and one from a random lot # 8020369403 (rl) were tested from cos (bmx) subculture: cl : ox mic </= 0.25 s, oxsf negative test with acquired penicillinase" phenotype rl : ox mic = 1 s, oxsf negative test with acquired penicillinase or modification of pbp phenotype. On cl, the combination of ox value s (</= 0.25) and oxsf negative do not allow the detection of the mrsa strain on rl, ox mic = 1mg/l s allows to aes system to propose mrsa phenotype. A trend analysis showed no out-of-control points for either false negative oxsf results or false susceptible ox results, and a review of complaints did not indicate a trend for this card lot. In conclusion, the customer result was reproduced internally, as there was non-detection of mrsa with an oxacillin susceptible result and no growth in the oxsf test well resulting in a negative test as with an atypical strain.